Event description:
It was reported that the left ventricular lead had varying impedance. The lead was found to be fractured. The device was reprogrammed to vvi mode and the lead remains implanted but not in use. The patient is a participant in the clinical service project study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and an increase in resistance/impedance was noted. The weekly pace lead trend data shows an increase for minimum and maxium left ventricular pace impedance from 532 to 4047 ohms peak between (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular lead had varying impedance. The lead was found to be fractured. The device was reprogrammed to vvi mode and the lead remains implanted but not in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.